Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a cracked/damaged door latch and roller. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and a functional test were performed. The damaged door latch and roller were identified during visual inspection. The cause of the condition was not determined. To correct the condition, the door latch and roller were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.